Event description:
It was reported during an aneurysm coiling procedure, physician was unable to inflate the balloon. A diagnostic series showed a hemorrhage from the aneurysm of the patient, which could not be stopped quickly due to the fact that the balloon would not inflate. No complications were reported to have occurred with the patient as the results of this event.

Manufacturer narrative:
The device has been returned for analysis, but requires additional investigation which is not complete at this time. A follow up report will be submitted after evaluation is completed.